Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There are no product performance allegations or adverse patient effects regarding this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
This device is currently in analysis. When testing is complete, this report will be updated.

Event description:
Analysis of this device is now complete.